Event description:
Customer feedback: [ihealth covid-19 antigen rapid test] use for covid-19 under emergency use authorization (eua): ihealth covid-19 antigen rapid test- self test. Asymptomatic individual, pre-travel testing. Two positive tests,· same lot numbers, then ran the tests with reagent only, positive result as well, leading to conclusion that it is fp reagent or detector based flaw.

Manufacturer narrative:
Corresponding to the production batch of product retention samples (lot:211co21215) again, the negative coincidence rate test was pass. Followed up with lane jacobs of department of internal medicine in the carolinas, inquiring a few questions regarding this report. The two (2) + cases patients have utilized lot number: 211co21215. Ihealth labs has since determined and/or confirmed the said lot to have been the suspected counterfeit products. Ongoing investigation into the source of counterfeit goods.